Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window and case near display window corners noted during visual inspection. No button response due to corroded electronic ass unable to perform self test due to keypad anomaly. Insulin pump was monitored. No constant tone alarm noted. Insulin pump had moisture damage on electronic assembly, motor assembly and vibrator motor assembly during visual inspection.

Event description:
Customer reported a constant tone on his insulin pump. Customer's blood glucose was 100 mg/dl. The customer stated an alarm did not occur prior to the constant tone. The customer was assisted with performing a self test. The insulin pump failed the self test. The customer also reported a crack on his insulin pump's screen. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No add'l info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico mfg site has been assigned a medwatch number from the medtronic minimed northridge (B)(4).